Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 3252 and 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the returned carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The distal tip of the sheath was inspected under a microscope and it was found to be cut (facility stated device was taken and checked). The anchor could be seen positioned within the sheath. No other visual anomalies were noted with the device. Functional testing was performed since the cut on the sheath was on the opposite side of monofold. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor only partially posted to the sheath since the tip was cut. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the alleged event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after inserting the involved angio-seal device, there was no resistance at pulling back. The device was taken out and checked, and despite the click, the anchor did not go out. There was no harm to the patient.